Manufacturer narrative:
Section d1: brand name was corrected , section d4: UDI was corrected, section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the system controller being exchanged was confirmed via the submitted log files. Log files from the exchanged system controller (serial number: (B)(6) and from the new controller that was put into use (serial number: (B)(6) were submitted for review. The controller event log file from (B)(6) contained data spanning approximately 3 hours (8:00:54 ¿ 11:02:17 on (B)(6) 2024 per the timestamps). The log file captured intermittent low flow hazard alarms from 8:56:47 to 9:14:14 due to the estimated flow decreasing below the low flow alarm threshold. The low flow hazard alarms are addressed under the pump investigation. The driveline was disconnected at 9:14:14 on (B)(6) 2024, both power cables were disconnected at 9:16:16, and the controller was powered off at approximately 9:27:04; these events are consistent with the reported controller exchange. The system controller was briefly reconnected to the power module on (B)(6) 2024 at 11:02:16; this is consistent with the retrieval of the log files. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The data in the log file did not indicate any issues with the system controller. The controller event log file from (B)(6) showed the controller being powered on by connecting to 14v batteries, followed by being connected to the driveline. The pump ramped up to the set speed without issue when the driveline was connected. The log file captured intermittent low flow hazard alarms from 9:16:37 to 10:41:36 on (B)(6) 2024 due to the estimated flow decreasing below the low flow alarm threshold; these are addressed under the pump investigation. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The exchanged system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including why the controller was exchanged and if any equipment will be returned for analysis); however, no response was received. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was disconnected and shut down. The other log file submitted for system controller (B)(6) showed the controller connected at a data and time of (B)(6) 2024 at 0916. The pump may have been off for around 2 minutes during the system controller exchange. Related manufacturer reference number: 2916596-2024-01410.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.